Manufacturer narrative:
The MFR's service rep performed an onsite investigation. The collimator was replaced. The system was tested and operates as intended. This is being reported as a possible accidental radiation occurrence.

Event description:
The customer reported that the iris function on the collimator would not work. No pt injury was reported.